Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during a procedure, a trapezoid basket was used with an alliance handle in an attempt to crush a stone. However, the pull wire broke and the tip of the basket failed to detach to release the stone. The stone was able to be released from the basket and the procedure was completed with another trapezoid rx basket. No patient complications were reported as a result of this event. The patient's condition post procedure was reported to be stable.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: device code 1069 captures the reportable event of pull wire break. Block h10: visual inspection of the returned device found that the pullwire did not present any visual damage. However, the handle cannula was detached from the handle. No issues were found in the basket wires and the tip was intact the handle cannula was inspected, both dimples from the screws were visible on the handle cannula and drag marks were present from dimples towards the proximal end, as the handle had been forcibly pulled out from the set screws. The distal screw and proximal screw depth were measured and both were found within specification. Additionally, the tip joint strength was within specification. Based on all available information, the investigation concluded that procedural and anatomical factors encountered during the procedure likely affected the device's performance and integrity. Handling and manipulation of the device can lead to handle cannula pulling out from the finger ring. The drag marks in the handle cannula indicates that excessive force was applied to the handle to crush the stone resulting in handle cannula detachment. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during a procedure, a trapezoid basket was used with an alliance handle in an attempt to crush a stone. However, the pull wire broke and the tip of the basket failed to detach to release the stone. The stone was able to be released from the basket and the procedure was completed with another trapezoid rx basket. No patient complications were reported as a result of this event. The patient's condition post procedure was reported to be stable.